Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4: batch # 816c17. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gcfrgg reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The jaw could be opened without difficulties. Additionally, photo was provided and it showed the label of the reported device. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described difficult to open could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 816c17, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual reverse button to return knife. There were no adverse consequences to the patient. No additional information can be provided.